Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an air detected in the cassette warning. This occurred during dwell 3 of 3 of automated peritoneal dialysis therapy. The patient was connected at the time of the event and fluid was seen leaking on the floor where the bags were laying. It was further reported that on the patient¿s last dwell, the cycler alarmed with air detected in the cassette. As a result, the patient stopped their treatment session and did a manual drain the next day. There was no report of patient injury or medical intervention associated with this event. No additional information is available